Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating system laser was not functioning properly. There was no report of any patient harm. Additional information has been requested. Additional information received further clarified that the surgery was completed. The operating system is now reported to be working as expected. No additional information is available for this report.

Manufacturer narrative:
The servicing call was canceled by the customer. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).